Event description:
It was reported that at 2130, the nurse noted that the tubing that was infusing morphine drip at 160mcg/kg/hr was disconnected from the septafuse extension set. Morphine was reordered and the set was replaced. Due to the event, it was noted that the patient may have had about 1 hour worth of missed dose of morphine. Although requested, additional information was not provided.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that at 2130, the nurse noted that the tubing that was infusing morphine drip at 160mcg/kg/hr was disconnected from the septafuse extension set. Morphine was reordered and the set was replaced. Due to the event, it was noted that the patient may have had about 1 hour worth of missed dose of morphine. Although requested, additional information was not provided.